Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, following reportable malfunction was found - noise image occurs. Based on the results of the investigation, it is likely the following broken r-unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported image distortion during inspection of the use involving an olympus rigid video laparoscope. There were no reports of patient injury.